Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the user found an insect inside the inlet tube prior to use.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The evaluation found a winged insect stuck at inside the inlet tube near the sample port. The device history record was reviewed and found a possible issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿4) aspirate desired volume of urine. After sampling, detach the syringe. Ensure that the rubber stem of the sampling port has returned to its original position. 5) unkink tubing." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user found an insect inside the inlet tube prior to use.